Event description:
It was reported during an akin procedure while drilling the first pilot hole for a 9 x 10 staple the ar-8717d-01 1.6 drill got stuck in the ar-8717g-01 guide. The rep stated nothing could be done while in or to free it from the guide (mallet and pliers were attempted among other things). It was like the instruments had ¿cold fused¿ together. It was not until the instruments were still hot from the washer that the rep was able to separate them. You can see from inspection that there is damage to the drill and inside of the drill guide. The drill will not slide freely through the one side. This is the a new set at this facility and the first time used in case. The case was completed by opening a staple kit (ar-8717ds-0910/lot: 0295107266) in order to complete drilling for the already opened staple only kit.

Manufacturer narrative:
Complaint not confirmed, the devices were returned disassembled and met dimensional specifications. Circumferential abrasion damage was however observed on the od of the drill bit and ID of one of the guides. A likely cause of the event is prying/leveraging the drill bit during use. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.